Manufacturer narrative:
Waiting for full report from (B)(6) fire marshall. Preliminary report indicates that oxygen concentrator is still in operating condition, no fault occurred with the oxygen concentrator.

Event description:
On (B)(6) 2011, the manufacturer was notified of a fatal fire caused by careless smoking by the patient/victim. The fire marshall reported that oxygen from an oxygen concentrator accelerated a fire started by a cigarette. The patient was found fatally burned in a hallway, the oxygen concentrator was in-tact in a separate room.